Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 327mg/dl. It was stated that the customer was treated with insulin drip. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.